Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the right atrial lead exhibited intermittent capture at high output. The lead was explanted and replaced without complications.